Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, a patient's tooth #9 was broken possibly due to aligner forces. Doctor advised patient to stop treatment.